Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The 4.2 fr s/l catheter placed (B)(6) 2010. It was repaired on (B)(6) 2010 due to an external leak.